Event description:
It was reported that a winged luer cap a small volume intermate was found loose in the over pouch before patient use. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the lot 12n027 was manufactured december 19, 2012 - december 20, 2012. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Evaluation summary: one sample was available for evaluation. Visual inspection of the unit confirmed the reported condition. The blue winged luer cap was found separated from its distal luer lock. The assignable cause of the reported condition is undetermined. As a result, a quality alert was issued. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: to address this issue, awareness training was issued to retrain the appropriate personnel. Should additional relevant information become available, a supplemental report will be submitted.